Manufacturer narrative:
Additional information was received regarding patient information. Please refer to the updated fields: a2, a4, and b7.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the fenestrated bipolar forceps (fbf) stopped working, the power cord was changed, and the receptacle inlet was changed but the instrument still does not work. A backup instrument of the same type was used, and the procedure was completed with no reported injury. Follow-up has been performed to obtain additional information from the customer concerning the reported event with no success.

Manufacturer narrative:
Based on the claim against the product by the customer noting a loss of cautery, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of broken conductor wire to be related to the customer complaint. For clarification, the fbf instrument was found to have a broken conductor wire at the yaw pulley on the distal end. The conductor wire was completely broken, causing the instrument to fail the electrical continuity test. No cables exhibited any signs of fraying or breakage. The housing was removed from the back end, no damage was observed. The root cause for the broken conductor wire is attributed to mishandling/misuse. The fbf instrument was found to have damage to the conductor wire¿s insulation. The insulation does not exhibit thermal damage. No pieces were missing. The conductor wire was found to be broken at the location of the insulation damage. The root cause of the damaged conductor insulation is attributed to the mishandling / misuse, commonly caused by collision with another instrument or sharp object. This complaint is reportable due to the following conclusion: the fbf instrument had conductor wire insulation damage. The damaged/broken conductor wire insulation has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.